Event description:
Applied medical, direct drive, disposable laparoscopic clip applier would not fire clips. Replaced with "like" device that functioned without issue. Diagnosis for reason use: robotic laparoscopic sleeve gastrectomy.